Event description:
It was reported that the patient complained of chest pain, and it was suspected that the atrial lead had perforated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).